Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead implanted: (B)(6) 2004; 419378 lead implanted: (B)(6) 2004.

Event description:
It was reported that while the patient was undergoing a maze procedure, the physician dislodged the atrial lead. The lead was programmed off, and the next day it was capped and replaced. No patient complications have been reported as a result of this event.